Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer performed preventive maintenance activities on the instrument. No definitive root cause could be determined for this event.

Event description:
The customer indicated that imprecise cardiac troponin (accutni) results, and a lower than expected cardiac troponin (accutni) result above the acute myocardial infarction (ami) threshold, were generated on a unicel dxc 600i synchron access clinical system for one patient's samples on a single overnight shift. Beckman coulter inc. Assessment of customer supplied data revealed that four same-patient sample draws were tested multiple times on the unicel dxc 600i synchron access clinical system. All results were elevated and above the acute myocardial infarction (ami) threshold. Three results possessed instrument generated "rfx" or "ovr" flags. Collectively the results exceeded the precision claims of the accutni assay. The imprecise results were reported outside of the laboratory. A physician questioned the third sample's repeat result as it was lower and not consistent with the previous or subsequent sample results. Although there have been no reports of adverse event or serious injury related to this event, it is unknown as to whether there was a change to patient management sue to this suspect result. Customer supplied data included the patient's creatine kinase-mb isoenzyme (ck-mb) results however these results were not questioning by the customer. Beckman coulter inc. Assessment of instrument performance data indicated that instrument accutni quality control results, and calibration results, recovered within customer's established specification prior to the event. The samples were plasma, collected in a lithium heparin tubes with gel separators and centrifuged prior to testing. Beckman coulter inc. Assessment of instrument performance data indicated that a system check performed after the event failed to meet customer established specifications.